Event description:
Rptr was using this on their face and back of their neck for 15 mins at a time. Pt was not sleeping and had seizures. They were hospitalized and diagnosed with epilepsy. Rptr believes they do not have epilepsy but that the device caused the seizures. Md says this is possible but not able to prove.